Event description:
It was reported that in a survey the following question was asked: "given the globally diverse range of IV bag sizes, the company's pressure chambers have changed geometry by design. Do you have experience with IV bags not emptying in your pressure chambers? Response was "thick blood". No further details were provided. No patient death or serious injury was reported.

Manufacturer narrative:
Event date is unknown. No catalo, model, lot or serial numbers were communicated; device expiration date and device manufacturing date not available. Device evaluation including root cause analysis is in progress. No product was returned for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Additional information: the complaint information was provided from a 3rd party company who conducted a general post-market clinical follow-up (pmcf) activity on our company's behalf. Post-market clinical follow-up for this product family is required to comply with EU MDR requirements. This general pmcf activity consisted of interviewing clinicians anonymously about safety and performance of the level 1 hotline and fast flow temperature management systems at the asa (american society of anesthesiologists) anesthesiology conference from 21-october-2022 through 25-october-2022. Devices within the scope of this activity included intravascular devices only, not irrigation products.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. Lacking any additional evidence in the complaint file attachment, and details in the complaint description, a probable cause could not be determined. Therefore, this complaint has been closed as unconfirmed. If the product is returned, this complaint will be reopened for further investigation. The reported problem is a known design failure fully investigated and addressed through CAPA-000722, therefore a device history record (DHR) review is not required. Cannot perform a DHR review because there is no serial number or part# provided by the customer. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.